Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf021 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the patient experienced cracking in the tubing that led to leaking by the luer connection. It was reported this event occurred twice. This report addresses the second event.